Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, wire at the bowden cable was torn for mega needle driver. There was no patient involved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver was analyzed and found that failure analysis investigations confirmed the customer reported complaint "wire at the bowden cable torn." The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The frayed grip cable was located near the grip-crimp. Also, the instrument grips were found with signs of corrosion. Both grips exhibited light pitting corrosion on the outer, non-cutting surfaces on the blades.

Event description:
Refer to h10/h11 for follow-up information.